Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor that began warming up in the g7 app, but the sensor did not pair to the ilet pump and was advised to toggle sensor settings and reenter the pairing code; the event is characterized as intermittent communication failure involving the antenna/electrical communication components, with pairing failing to the ilet only. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm and the ilet, consistent with intermittent communication failure involving the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.